Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas with a dexcom g7, including alarms for low glucose and urgent low soon, with reported readings ranging from 86 mg/dl down to 54 mg/dl by sensor and 64¿68 mg/dl by fingerstick; the user treated with oral glucose tablets and noted a factory reset and a plan to call their healthcare provider. Symptoms included hypoglycemia. Outcomes included transient low glucose that was self-treated without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction based on available information, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.